Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) 2 keeps receiving errors and needs to be disabled. The customer was in the middle of a procedure and need all four usms. Tse observed usm 2 was getting a 319-error reported by the acc board on the error logs. Prior to calling in, the customer had epo'd and power cycled the system multiple times. Tse informed customer that one of the boards in the usm was not being sensed and if the power cycle does not clear error, the arm will need to be repaired. Tse advised customer that the arm can be disabled and procedure completed with 3 usms. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the unit for failure analysis investigation. The unit was analyzed and the remote fe recorded error 319 pointing to the acc. The unit was tested on an in-house system in normal mode where it triggered error 319. Unit was also tested on a pftp where it failed check all boards a fiber test. Aba troubleshooting was performed with gold rolling loop fiber installed to verify failure. Misaligned rolling loop during visual inspection.